Manufacturer narrative:
Additional information received, updated section patient weight and valve serial number. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) male patient with medical history of aortic regurgitation (ar) who underwent ross procedure and re-construction of right ventricular outflow tract (rvot) with 27mm medtronic aortic root freestyle valve ((B)(4)). Seventeen years post-procedure, the right ventricular outflow tract (rvot) was replaced with a new 27 mm medtronic freestyle valve (no serial number provided) due to pulmonary stenosis, severe tricuspid regurgitation, cusp calcification, structural valve degeneration. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: saku k inflammatory activity of degenerated freestyle valve 17 years after ross procedure. J nucl cardiol. 2018 oct;25(5):1863-1864. Doi: 10.1007/s12350-017-1104-8. Epub 2017 nov 1. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old male patient with medical history of aortic regurgitation (ar) who underwent ross procedure and re-construction of right ventricular outflow tract (rvot) with 27mm medtronic freestyle valve. No serial number provided. Seventeen years post-procedure, the right ventricular outflow tract (rvot) was replaced with a new 27 mm medtronic freestyle valve (no serial number provided) due to pulmonary stenosis, severe tricuspid regurgitation, cusp calcification, structural valve degeneration. No additional adverse patient effects or product performance issues were reported.